Event description:
This rv lead was implanted in (B)(6) 2010. It was noted that the lead was infected. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).